Manufacturer narrative:
System check performed on 09/26/06 was within specifications. The customer collects plasma samples in plastic, bd, non-gel tubes. The specimens are centrifuged at 3,150 rpm for 5 minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse inspected the instrument and discovered that one of the aspirate probe peri-pump tubing had a hole in it. The fse replaced the tubing for all aspirate probes. The fse primed the system and conducted system check and qc testing; all results passed within specifications. Leaking wash buffer is believed may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from three (3) different pt samples that were generated by the access 2 instrument. A patient (a) sample was tested for accu tni and a result of 0.51ng/ml was obtained. The customer re-tested the original sample of patient a and the repeated result of 0.50ng/ml was reported out of the lab. The customer ran 2 more samples for accu tni (patient b and c) and the results were: 0.79ng/ml and 2.71ng/ml respectively. The customer then ran qc and found out that all levels were elevated. The customer immediately stopped using the access 2 instrument and re-tested all 3 pt samples on a different analyzer for troponin. The troponin results obtained from the different analyzer were "<0.05" for patients: a, b, and c. Corrected reports have been issued for all 3 pts. The customer did not received any report of patient injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.